Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.

Event description:
Reportedly, bag separated from device prior to ring being pulled. Specimen could not be put into bag, second bag opened (problem not encountered with 2nd bag).